Event description:
It was reported that electrogram (egm) review was requested due to the appearance of double p-waves on the right atrial (ra) lead channel. It was noted that the patient was treated for lymes disease. Upon review, farfield signal oversensing was suspected and low amplitude p-waves were noted. Additionally, there was inappropriate mode switching that resulted in fallback pacing delivered through the patient's intrinsic conduction. Technical services (ts) recommended further evaluation of the right atrial (ra) lead. Additional information received reported that the ra lead had dislodged, and the lead was surgically repositioned. Appropriate sensing and pace impedances were observed after the lead revision. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.